Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges insulin leaked into the cartridge compartment. Caller reported while changing the adapter, the sealing is torn. No adverse event reported. Requested return of the alleged device and replacement was provided.